Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed for difficulty removing the lock line. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). During the deployment sequence, the lock line cap of an ntw was pulled off the rubber grommet. While unwinding, the lock line became entangled. It was then untangled, and checked to make sure no knots or ties were present. While pulling on one end, the other end went into the clip delivery system (cds) handle and became stuck. The ntw clip was deployed as per instruction for use (IFU). All curves on the device were slowly removed, and the cds was slowly retracted back into the guide. The free end of the lock line went into the cds handle and threaded down through the clip and was removed without incidence. The mr was reduced to 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported physical resistance/sticking associated with difficult to remove lock line appears to be due to the tangled lock line. The reported material deformation (tangled lock line) for the lock line appears to be related to user error. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user did not check for the lock line knot/ties were present. There is no indication of a product issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip g4 system instructions for use (IFU) (el2119397, revision b), states under section 32.1 deployment step 1: lock line removal that ¿32.1.1 while holding the ends of the lock line remove the lock lever cap and ¿o¿ ring. Unwrap the two ends of the lock line in a counterclockwise direction. Separate the ends of the lock line and remove the plastic cover from the lines so that no twists or knots are present. Warning: do not remove lock line or plastic covers if line is bunched. Removing line if it is bunched may result in difficulty or inability to remove line due to knots or twists.¿ in this case, it was reported that the user did not check to ensure there was not knot/ties in the lock line prior pulling one end of the lock line which would have resulted in the reported material deformation in the lock line and the deviation from the IFU. However, a letter will not be sent to the account as it was reported that the representative did discuss with the physician about proper lock line procedure.